Event description:
It was reported by repair work order that the cot did not always lock into the truck due to a damaged fastener rail assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Reporting the correct device catalog number.

Event description:
It was reported by repair work order that the cot did not always lock into the truck due to a damaged fastener rail assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.